Event description:
The hcp reported, a possible lesioning effect and impedances >4000 ohms on all or some of the bipolar pairs. The hcp stated, the pt has rec'd questionable therapy since implant. The pt's settings are very low (1.0 volts). The hcp believes, the pt rec'd therapy after increasing to 1.5 volts.

Manufacturer narrative:
.